Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated ra lead sensitivity settings were re-programmed and the lead remains in use.

Manufacturer narrative:
Concomitant product(s): d224trk ICD , implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, interrogation report shows no atrial markers. It was also reported the electrogram (egm) atrial calibration signal shows that p waves are smaller than 0.6 millivolts, and therefore are not sensed. The ra lead remains in use. No patient complications have been reported as a result of this event.